Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, ischemia, and stenosis are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 2 and one half years post stent implantation in 1st diagonal (diag) and mid left anterior descending (mlad) coronary arteries with one xience v stent in each vessel, the patient experienced recurrent severe dyspnea and angina. (B)(4) study was positive. The patient was hospitalized, on (B)(6) 2011, with recurrent in-stent restenosis. Diagnostic cardiac catheterization, done on (B)(6) 2011, showed 100% occluded left internal mammary artery (lima) to lad graft and 80% stenosis in previously stented lad. On (B)(6) 2011, two drug eluting stents were implanted in lad to treat the stenosis. The patient was discharged to home on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.